Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, dilated annulus, restricted leaflets, and tethered leaflets. A mitralclip was inserted and deployed on the mitral valve. A second mitraclip, a mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, the clip detached from the anterior mitral leaflet (aml) and remained attached to the posterior mitral leaflet (pml) (single leaflet device attachment/slda). The procedure was completed with two clips implanted reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.